Event description:
It was reported by the customer's father that their insulin pump alarmed button error. Customer also stated they do not recall any significant events that lead to the issue or if the device was dropped but may have been exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corrosion on the keypad traces. No button error alarms noted during testing. The device was received with cracked case on the lcd display window corners, minor scratches on the lcd display window, crack on the battery tube threads, crack on the reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, and battery cap coin slot stripped.